Event description:
The reporter called regarding dexcom g7 sensor defect. The caller used the sensor on (B)(6) 2024, two days later he found the sensor showed incorrect reading. The sensor alarmed showing reading of 56mg/dl and 66 mg/dl. The caller mentioned he did not feel any signs and symptoms of hypoglycemia. The reporter discontinued the use of sensor.